Event description:
Difficulties were encountered cannulating the contralateral vessel. Access was gained by going up and over. The main body had been placed, the contralateral leg had been placed and the ipsilateral leg was then placed. After placement, it was noted that both hypogastric arteries were covered. This will be monitored by the physician. Additionally, a type I endoleak was noted at the proximal main body graft. Another manufacturer's stent was then placed to seal the leak. Reference 1820334-2003-00183 and 1820334-2003-00184.